Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and chronic low back pain. It was reported that the patient had stimulation where they should not have it in their upper part. It should only be in the upper part of their leg but it was also in the left side of their face, left arm, collar bone, and chest. It was asked but unknown when the stimulation in the wrong location started. The patient turned stimulation down to 0 and off successfully during the call. The stimulation feeling was positional and was different, stronger, and painful in different positions. Their spine had been hurting badly starting on (B)(6) 2017. The pain had been the same since hip surgeries. It was reported that the patient had surgery on their hip and ever since they had low back pain and spine pain. The first hip surgery was on (B)(6) 2017 and the last hip surgery was on (B)(6) 2017. X-rays were done a couple of weeks ago to check if the stimulator looked abnormal. The patient had complex regional pain syndrome (rsd) in their left leg and in both arms. They also had some swelling. No further complications were reported.